Manufacturer narrative:
H3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A functional evaluation was performed. The t-handle was cross threaded and seized up on one clamp. The reported complaint of a damaged thread screw was confirmed and the root cause is associated with a deformation problem. The reported failure of "cannot be fixed" was confirmed and the root cause is also associated with a deformation problem. Factors that could have contributed to the reported event include an impact event or cross-threading event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during surgery, the cramp screw thread was wavy and dug. Thus, the cramp was locked and the "t-max" could not be fixed. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.